Manufacturer narrative:
This report is related to MDR numbers : 3011632150-2020-00037,-00038 and -00039. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion/restenosis are all listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This report is related to MDR numbers: 3011632150-2020-00037, 3011632150-2020-00039 and 3011632150-2020-00038. The patient was treated as part of (B)(6) study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion of the ostial sfa to the distal third of the sfa in the left leg. Four biomimics 3d devices were implanted. A 6.0 x 150mm, a 6.0 x 150mm, a 7.0 x60mm stent to cover the lesion and a 6.0 x 60mm stent to treat a dissection. On (B)(6) 2019 the patient was seen in out patient department and there was a restenosis of the mid sfa, there were no clincial symptoms at the time and no intervention was required. Worsening symptoms were identified when patient was reviewed on (B)(6) 2019 and a percutaneous intervention was planned. On (B)(6) 2020 veryan were provided with updated information that the intervention took place on (B)(6) 2019 and involved a target lesion revascularisation. The intervention involved drug coated balloon / drug eluting balloon of the distal third of the sfa. The outcome of the event is that it is resolved and the patient has recovered. The biomimics 3d devices remain implanted.